Event description:
The customer reported a possible malfunction of the front bezel/key pad assembly.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.